Event description:
It was reported " a nurse reported an issue regarding urinary catheter. The catheters self-expelled from the patient. The catheter size 22 was found in bed shortly after insertion, balloon deflated. This is a recurrent incident; insertion on (B)(6) and found deflated on (B)(6) 2024, insertion from (B)(6), then insertion from (B)(6) same issue, from (B)(6) device found in bed with balloon deflated. " additional information states that the patient's penis was "partially split."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported " a nurse reported an issue regarding urinary catheter. The catheters self-expelled from the patient. The catheter size 22 was found in bed shortly after insertion, balloon deflated. This is a recurrent incident; insertion on (B)(6) and found deflated on 05th january 2024, insertion from (B)(6) , then insertion from 31st to 08th february same issue, from 08th february to 09th february device found in bed with balloon deflated. " additional information states that the patient's penis was "partially split".